Manufacturer narrative:
Submit date: 207-07-11. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the unit kept powering off due to the h-bridge being damaged. The unit has been repaired, tested and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer states the unit was returned for "hinge/door" issues. Upon triage on (B)(6) 2016, the service tech found the unit kept powering off.